Manufacturer narrative:
(B)(4).

Event description:
It was reported coupling and or communication issues. The device was flipped. After using the antenna locator and trying to recharge multiple times, the hcp elected to not perform x-rays and to just flip the ipg. After doing so, 8 bars immediately showed up on the pt's recharger. The pt was currently doing fine, but was scheduled to have his battery moved to a different location. After surgery from moving the battery, the pt recovered and was receiving satisfactory stimulation. Add'l info has been requested, but was not available as of the date of this report.